Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced recurrence of incontinence, obstructing mesh and urethral vaginal fistula. A removal of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.